Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, during the visual assessment, it was observed that there was debri, water and oil, which prevented the pre-test from being completed. The root cause was determined to be normal wear. If information is obtained that.

Event description:
This is report 2 of 2 of the same event: it was reported that during post-surgery, that when the foot pedal was released on the foot control device, it was observed that the motor device was still running. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.